Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging an unusual issue with their onetouch ping meter. The reporter claimed that the subject meter ¿started beeping¿ and displayed either an ¿error 17 or 19.¿ this complaint is being reported as the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.